Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported during sterilization process at user facility that the delrin ball is missing from the locking mechanism of the housing which can lead to housing to open up and expose the non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported during sterilization process at user facility that the delrin ball is missing from the locking mechanism of the housing which can lead to housing to open up and expose the non-sterile battery to the surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.